Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a video-assisted thyroidectomy, the product was not used on the patient, when the nurse opened the package and held the needle, but the thread and the needle were found to be disengaged. There were three packets. The procedure was completed with another device. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. The visual inspection of the sample noted three sutures and three needles detached. Upon microscopic inspection of the needle, normal crimp and swage marks were noted. As no sealed samples were returned, a needle attachment test could not be performed. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. A definitive root cause could not be determined with regard to the reported condition. If information is provided in the future, a supplemental report will be issued.